Event description:
The customer called to report a blank display. The reported blood glucose reading at the time of the call was 47 mg/dl, which the customer treated. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the reason for explant was due to an unsuccessful ring repair. It was learned from the operative report (of 2009) that there was mitral regurgitation following the repair. Therefore, the repair was taken down and replaced with a valve.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Unsuccessful ring repair. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.